Manufacturer narrative:
Product analysis the device was returned with the red safety tab removed device was returned with a guidewire locked in and was confirmed as 0.018¿ the device was returned with approx. 6mm of stent exposed during functional testing the handle was opened, and a kink and damage were found on the guidewire lumen, and pullwire was detached the outer sheath was skived back to reveal the stent. Upon examination, it was found that approx. 10mm of the stent was missing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to implant an everflex self-expanding peripheral stent with entrust delivery system for the treatment of a calcified lesion in the superficial femoral and artery popliteal artery. The artery had mild tortuosity and moderate calcification. The device was prepped as per the IFU with no issues identified. The lock-pin was removed prior to deployment. It was reported that the stent fractured halfway through the deployment which left part of the stent in the vessel and the other part still on the catheter. The part of stent in vessel was not removed. Due to not being able to open the vessel enough to get good flow, it was reported that the patient will need a bypass. The physician did reported that the patient would have likely needed a bypass even if the portion of the stent did not break off. The device was removed and the procedure ended. There was no injury to the patient. Patient has not yet undergone bypass procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.